Event description:
Pt reported that they experienced a blood glucose level of <600 mg/dl. Pt self-treated high blood glucose by delivering a total of 30 units of insulin. The pt's blood glucose then went too low, and they were admitted to ER (treatment received: IV saline).